Event description:
It was reported that the tip of the impactor was found fractured after the case and the instrument went through the washing process. There was no report of harm or foreign body retained by the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture verified part and lot numbers. The gray impactor pad is not shown in the picture, therefore the reported fracture of the pad itself cannot be confirmed. The handle shows signs of use in the form of nicks and scratches. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.